Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the unit is giving inaccurate ECG readings was confirmed. The display was tested with an internal sherlock sensor, a magnet tracking test fixture, an ECG simulator, and functioned properly. There is no root cause as the issue could not be reproduced.

Event description:
It was reported that when tps was closing to svc, it was displayed out of sensor area. ECG was green colored and proper location, but actual catheter location was shallow. This situation occurred many times, however an exact number of occurrences was not provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that when tps was closing to svc, it was displayed out of sensor area. ECG was green colored and proper location, but actual catheter location was shallow. This situation occurred many times, however an exact number of occurrences was not provided.